Event description:
Staff member took the ceiling lift from the charging station in the bathroom, and brought it through the first circular gate and continued to walk towards the pt with the lift and the motor dropped off the end of the track, the staff member and the pt were not injured. No pt was in the lift at the time. Please note: this incident did not occur on an actual pt, the age, date of birth and weight that were given above were placeholders because this writer had to enter something in order to proceed with my notification to your department.